Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)

Event description:
Treatment of a carotid cavernous aneurysm. It was reported the pipeline was implanted in the patient on (B)(6), 2011. On (B)(6), 2011 the patient returned for diagnostic angiogram and found to have developed a carotid cavernous fistula. The complication was treated with onyx and the patient was discharged.